Event description:
A male pt underwent aaa repair about one month ago. One flex main body and two iliac leg grafts were placed. During a follow-up visit it was noted that the entire graft had occluded. The pt had post operative graft thrombosis. The physician had first seen the pt and noted no right femoral pulse and confirmed a right cia occlusion with duplex. The pt was asymptomatic. The following day, the pt presented to the ER with symptoms as well as no left femoral pulse. Duplex confirmed complete graft and aortic occlusion. The physician then performed axillary fem-fem bypasses. The pt is doing well.

Manufacturer narrative:
Eval: cook's instructions for use does indicate that the long-term performance of endovascular grafts has not yet been established. All pts should be advised that endovascular treatment requires life-long, regular follow-up to assess their health and the performance of their endovascular graft. Pts with specific clinical findings (e.g. Endoleaks, enlarging aneurysms or changes in the structure or position of the endovascular graft) should receive enhanced follow-up. No prod was returned to assist in this investigation. An internal clinical review suggested the event may have been caused by graft twisting, kinking, collapse, or excessive prolapse of the graft. However, no images were available to determine exact root cause. We will continue to monitor for similar events.